Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the failure condition was observed. Internal inspection found that the conductor flat cable was not seated fully onto the connector of the control board. The conductor flat cable was reseated to remedy the problem. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device inappropriately displayed an "attach pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.